Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose. Tandem technical support arranged to send replacement charging supplies. Customer confirmed replacements resolved the issue.